Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 3.5x24mm promus element stent was deployed in the lesion at 12atms and post dilation was performed with an unspecified non-compliant balloon. After post dilation, angiography showed a deformation and shortening of the deployed stent. The physician attempted to re-cross the lesion with the non-compliant balloon; however, the device was unable to cross the lesion. The physician then switched to a 1.5x15mm maverick balloon along with a 2.0mm maverick balloon to dilate the lesion and deformed portion of the stent. A 3.0x16mm promus element stent was then deployed in the lesion and angiography showed a good final result. The procedure was successfully completed with no patient complications reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).